Manufacturer narrative:
(B)(4): device history record review: manufacturing location: (B)(4) - manufacturing date: december 11, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Corrected data: the awareness date was originally reported in error on the initial medwatch as november 30, 2015. The hospital staff member was aware of the issue on that date, but did not notify synthes until december 11, 2015. A review of the received x-rays was conducted by a depuy synthes medical director with results as follows: ¿I can confirm plate breakage.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation evaluation was performed - the product was returned in a packaging different from the original packaging; however the laser etching on the device was readable. The item was received broken into two (2) parts. A DHR review was performed for the affected lot, no abnormalities or deviations were detected that could lead to the complaint failure. All dimensions relevant to the functionality of the product were measured, and were determined to meet product specifications. The complaint is confirmed however, it is not found valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The initially unknown, concomitant screws part and lot numbers were able to be determined, upon the receipt of the devices: 214.038 (lot 8219355); 214.038 ( lot 9248204); 214.036 (lot 9094389); 214.036 (lot 9285608); 214.046 (lot 7958938); 214.058 (lot 2768841); 214.060 (lot 7894972). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of post-operative breakage is unknown. However, the patient began reporting symptoms during a visit on (B)(6) 2015. Additional product codes for this report include hrs. (B)(4). The original procedure took place on an unknown day in (B)(6) 2015. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a hardware removal procedure on (B)(6) 2015 due to a broken plate. The patient was originally treated in (B)(6) 2015. Approximately three (3) weeks post-operative, the patient resumed weight bearing. On (B)(6) 2015, the patient presented with a "strange" feeling in his right hip. Upon examination of the x-rays that were taken, plate breakage was confirmed. The original hardware was removed during the revision procedure. Additional information pertaining to the procedure is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.